Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, the root cause for the found issue could not be identified, therefore at this stage the assignable root cause of the failure remains undetermined. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the small battery drive device had moving parts that did not move smoothly-trigger and had a worn motor. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that the device had a loose trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.